Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: material no: 367986, batch no: 9081742. We have identified a lot# of gold top tubes, which have black specks inside the tube.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and sample were evaluated and the customer's indicated failure mode for embedded foreign material in the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: material no: 367986. Batch no: 9081742. We have identified a lot# of gold top tubes, which have black specks inside the tube.